Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed irritation under the right breast and electrode. Patient described the area as slightly sore, raw and a little open but no drainage. There was no alleged device malfunction contributing to the irritation. Patient was recommended by a physician to keep the area clean and dry. Outcome of the irritation is unknown.